Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, twelve (12) retention samples were evaluated at the facility. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of the home choice cassette had a perforation which resulted in a leak. The perforation was described as "30 cm before the patient's stopcock ". This was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.